Event description:
Per off label use requirements the procedural report of the use of an enterprise vrd in a stenosed hepatic artery was received by cnv regulatory. Angioplasty and several attempts at placement of other stents were unsuccessful due to severe kinking of the vessel. Ultimately the enterprise was used to maintain patency of the left hepatic artery. Post procedure, there was improved flow through the kink and stenosis with a 50% residual narrowing. Because of the repeated attempts, non-occlusive dissection was suspected, and also due to low flow status, tpa was administered.

Manufacturer narrative:
The lot number of the enterprise vrd is not known; therefore, a device history record review cannot be completed. As indicated by the reporter, the use of the enterprise stent to treat a stenosis in the hepatic artery is known to be an off label use of the device that is intended for use with embolic coils for the treatment of wide-neck, intracranial, saccular or fusiform aneurysms arising from a parent vessel with a diameter of > 2.5 mm and < 4mm. The enterprise vrd is contraindicated in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to severe vessel tortuosity or stenoses. It is not known if the suspected non-occlusive dissection occurred due to unsuccessful attempted placement of other devices prior to successful placement of the enterprise. Based on the available information, no conclusion can be made regarding the relationship of the enterprise stent and the event. There is no indication that the event is related to the design or manufacture of the device; however, as vessel characteristics appear to have contributed to the event.